Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with capillary blood glucose measured at 514 mg/dl and the device displaying high; dosing alerts were not active, and the user reported no visible leaks, then performed an infusion site change and was advised to complete a full supply change. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included user-performed troubleshooting and education with plans for follow-up to reassess blood glucose. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that no device malfunction could be confirmed and that user-directed corrective actions were implemented. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.